Event description:
Customer called and reported the pad was tucked in the side of the bed, the husband smelled smoke. It burned the bed, behind her calve, and behind her knee.

Manufacturer narrative:
Per customer, the pad was tucked in the side of the bed while using, which might have caused the trigger switch to stay on. This would be a violation of the instructions and warnings provided. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.